Event description:
It was reported that air was present in the system. A left atrial appendage (laa) closure procedure was being performed. The watchman truseal double curve access system entered smoothly and crossed the septum and was placed into the laa with a pigtail positioned. When the pigtail was removed, there was no bleed back on the watchman access sheath. The physician closed the valve/hub on the watchman access sheath and tried to suck back the blood from the flush port. The result was air being sucked into the watchman. The physician pushed and turned on the screw hub/valve to shut the valve tight but was unsuccessful. The physician decided to replace the watchman access sheath with a new watchman double curve access system. 100ml of blood was lost in the process. The procedure was then completed successfully with another watchman truseal double curve access system. The patient is doing fine.